Event description:
A nurse reported that, upon insertion of an intraocular lens (iol), the surgeon noted the tip of the haptic was broken. The iol was removed and replaced; enlargement of the incision and sutures were required. The posterior capsule ruptured and a vitrectomy was performed. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 09/26/2009 and 10/20/2009. A completed questionnaire has not been received. This report was mailed to FDA on: 10/23/209.